Event description:
It was reported in a printed literature article, the patient underwent percutaneous angioplasty of an 80% stenosis of the left popliteal artery through a 5f sheath. An angio-seal was inserted into the puncture site. A groin hematoma devleoped and was treated by manual compression. After the procedure, enoxaparin 40mg once a day was adminstered subcutaneously. The day after the procedure, claudication symptoms worsened and ankle-brachial index decreased from a preoperative value of 0.86 to 0.64. A duplex ultrasound revealed the popliteal artery was patent, but the flow in the superficial femoral artery was markedly reduced. Prompt surgical exploration of the common femoral artery disclosed the polymer bar of the angio-seal covered by a thrombus of 1 cm in size occluding the orifices of the profunda femoris and superficial femoral artery. A fogarty catheter passed through the popliteal artery and crural arteries. The arteriotomy was closed with a dacron patch. Postoperatively, the patient underwent twice reoperation because of bleeding. The patient was discharged on the 10th postoperative day. One and a half months after surgery, claudication symptoms disappeared and ankle-brachial index was 1.04

Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) precaution that if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, this may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device instructions for use (ifc) precaution the use of the angio-seal device in patients with clinically significant peripheral vascular disease. The angio-seal instructions for use (IFU) state based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention.